Event description:
The patient reported that he was having skipped beats and stated he would go to the emergency room to have it checked. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.